Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that device did not deliver high voltage therapy appropriately when a run of vt occurred. Patient was not reported as being symptomatic at that time. It was addressed by increasing ventricular sensitivity.